Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. During ins replacement and prior to opening the sterile packaging, the physician attempted to communicate with the ins, but found that communication was intermittent. The rep attempted to communicate using their own programmer, but also found it to be intermittent. Repeated attempts to communicate with different programmers were attempted, but the issue was not resolved, so another ins was used instead. The sterile packaging of the ins was never breached, and thus never implanted. The cause was not determined, but it was stated the ins was assumed to be faulty. No patient symptoms/complications were reported.

Manufacturer narrative:
Product analysis product ID# 37601: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified.